Event description:
Caller reported that the pump's quick bolus and wake button were difficult to press and sometimes required multiple attempts to turn on the pump screen. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.